Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this device was not used on a pt. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned to the MFR for eval. It was confirmed that there was a breach to the sterile barrier of the device. The mfg history records was reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". Investigation results indicate that the devices were handled aggressively during storage or in transportation to the account, however, this cannot be confirmed. The root cause is undetermined.